Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that right ventricular (rv) lead exhibited low pacing impedance and also over-sensed noise resulting in pacing inhibition. Programming changes were made. The patient was in stable condition.